Manufacturer narrative:
Evaluation summary: evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the anterior bridge). A more precise statement is not possible with the information given.

Event description:
On (B)(6) 2013, the patient had a g3 long nail implanted. (B)(6) 2014, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The fracture was non-union. The patient was revision to a tha on (B)(6) 2014.

Event description:
On (B)(6) 2013, the patient had a g3 long nail implanted. (B)(6) 2014, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The fracture was non-union. The patient was revision to a tha on (B)(6) 2014.